Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. The lot number (6565134) was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to available information, this device was explanted and replaced due to an empty implant/leakage. No other adverse patient effects were reported.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, reservoir, and detached connector / inlet tubing were received for evaluation. A separation was noted on the bulb of the pump. This is a site of leakage. The surfaces appear to be non-striated, dull, and smooth, indicating that sufficient stress(s) was exerted. No functional abnormalities were noted with cylinder 1 or cylinder 2. The surfaces of the detachment site of the inlet tube of the reservoir appear to be rough and irregular, indicating stress was exerted. A group of striations, indicating contact with unshod instrumentation, was noted on the detached inlet tube. This is not a site of leakage. No functional abnormalities were noted with the detached inlet tube of connector. Based on examination of the returned product, it was concluded that the non-striated, dull, and smooth surfaces associated with the separation indicate that sufficient stress was exerted on the pump bulb. A separation of this type could then allow the loss of fluid, making the device inoperable. While no functional abnormalities were noted during testing with the returned reservoir, microscopic examination of the surfaces of the inlet tube detachment end between the detached inlet tube and the reservoir revealed rough and irregular surfaces, indicating stress was exerted. Unshod instrument damage was noted in the region where the rough and irregular surfaces were noted and was most likely the cause of the observed stress exertion. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed unshod instrument damage occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed damage would have resulted in an earlier detected fluid loss, it was concluded that the damage most likely occurred during or after explant. This damage is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.